Event description:
Information was obtained from multiple sources (distributor, healthcare professional) via manufacturer representative regarding implantable devices used in spinal therapy. It was stated that two locking screws were damaged during the insertion of the sliding adjustment screw. Patient involved did not experience any symptoms as a consequence of this event. No further complications were reported regarding this event. Additional information received stated that during the procedure, the set screw (inner locking screw) was stripped while being tightened and could not be secured properly. The procedure being conducted was pedicle screw fixation with spinal decompression and fusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.